Manufacturer narrative:
The ventilator was evaluated and the reported malfunction was not replicated or confirmed. The ventilator was put through extensive testing without duplicating the malfunction. The ventilator was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that the device did not operate correctly. Complainant did not indicate that there was any patient involvement in the reported malfunction.